Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the video on one of the central nurse's station (cns) display is distorted. This cns is on a kvm set up. They troubleshooted the kvm, but the issue persisted. They replaced the display, and the issue was resolved. No patient harm was reported. Investigation conclusion: evaluation of the returned device was able to duplicate the reported issue. Failure of the display is likely a result of hardware failure. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. The display is a third-party product. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 12/05/2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide all the additional device information as requested. 13 bedside monitor(s) model: cu-152r sn: (B)(6). Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the video on one of the central nurse's station (cns) display is distorted. This cns is on a kvm set up. They troubleshooted the kvm, but the issue persisted. They replaced the display, and the issue was resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the video on one of the central nurse's station (cns) display is distorted. This cns is on a kvm set up. They troubleshooted the kvm, but the issue persisted. They replaced the display, and the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device. 13 bedside monitor(s): model: cu-152r. Sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the video on one of the central nurse's station (cns) display is distorted. This cns is on a kvm set up. They troubleshooted the kvm, but the issue persisted. They replaced the display, and the issue was resolved. No patient harm was reported.